Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as tiredness. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was not confirmed whether the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the insulin pump had insulin flow blocked alarm and insulin was exited. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0869 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. The history/trace downloads were successful using thus. Verified the pump alarmed no delivery during bolus on 03/14/2022 at start time 05:00:42.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, keypad overlay peeling, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, faded end cap address label, and partially faded serial number label. Pump passes function testing. Unable to verify customer alleged for high bg. No unexpected insulin flow block alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.